Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and found that the control unit was not functioning had low battery charge and the controls were burnt. Therefore, the reported condition was confirmed. The assignable root cause was undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the control unit on the power module device was not functioning. It was further determined that the device had no function, had a low battery discharge voltage of ¿3.5v¿, the ¿ic¿ of the controls was burnt and the controls were defective. It was further determined during the pre-repair diagnostics assessment that the device failed for the information button, self-test, and for charging and checking of power module. It was noted in the service order that the power module was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.